Event description:
The surgeon reported a pt experienced refractive error and regular astigmatism due to rotation of the intraocular lens (iol) following cataract extraction and iol implant surgery of the right eye (od). An add'l surgical procedure was performed. The iol was carefully rotated after dissecting the anterior leaflet free with a sinsky hook, then the surgeon was able to "walk" the iol around to proper position. The viscoelastic was aspirated with low flow irrigation and aspiration, and there was not tendency for the lens to rotate following this procedure. It was reported the pt is happy with the outcome. MFR's report number.: 1119421-2007-00398 (right eye). 1119421-2007-00399 (left eye).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot of product. Add'l info was requested on 9/11/2007, 9/20/2007, 10/2/2007, 10/3/2007 (twice). Add'l info was received.